Event description:
Elevated blood glucose levels [blood glucose increased]. Case desecription: a nurse reported in a letter that one of her pts with type 2 diabetes developed elevated blood glucose levels while using novofine 30 needles. The nurse believed that it was due to the short length of the needle. She wrote that the pt was admitted to the hosp due to the fact that the pt's blood glucose levels were elevated. The pt had been taking insulin as directed. Once admitted, pt was changed to the 1/2 inch bd pen needle and there was a drastic improvement in the absorption of the insulin, reflected in the pt's blood glucose levels. The nurse was unable to recall any add'l details about the pt or the event except that it occurred about a year ago.